Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to MFR that a "lead impedance error message" was documented by the patient's treating physician. The physician believes that the device has reached maximal output and the generator had reached end of service. A battery life calculation did not support the end of service allegation. Attempts to obtain add'l info from the treating physician, including the status of the end of service indicator have been made, but have been unsuccessful to date.